Manufacturer narrative:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers disappear and the buttons stopped working. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers disappear and the buttons stopped working. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.